Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error unexpectedly. The customer's blood glucose reading was 432 mg/dl at the time of incident. Troubleshooting found that the cannula was bent at one point and then another cannula was straight. It was also found that the bolus does not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with hardware low level failures error alarms noted in the formatted history file due to cold solder joints at u1 of the keypad assembly. However, the insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Installed a water filled test reservoir and primed pump; verified the units left in the test reservoir and the units left on the display matched. Set a basal rate for 1 u/hr and monitored pump for eight days; several boluses were programmed and delivered during the monitoring period. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No unexpected empty reservoir icon on the display noted. No bolus delivery anomaly noted during testing. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.